Event description:
The customer reported the ventilator's backup battery would not charge. During testing, the manufacturers field service engineer reported the unit powered off when ac power was removed. Review of the ventilator diagnostic log history noted that the ventilator had been operating on battery power and the battery functioned until it depleted as a result of use, at which time the ventilator will shut down and alarm as specified due to loss of power. There was also a code in the diagnostic log indicating that when the ventilator was previously powered on by the user it displayed a message 'backup battery not connected', indicating to the user that the battery in place for backup power had a low capacity for use. The service technician replaced the backup battery to complete the service. Applicable final testing was completed and passed to operating specifications. Per the ventilator's operators manual, when the ventilator is powered by backup battery, it will generate a nonresetable, nonsileanceable alarm every 60 seconds. During this state a battery in use yellow led is lit. Operation will continue until the battery has 5 minutes of operation left. A red battery low led will flash and a nonresetable high priority alarm will sound. When the battery low indicator is flashing red, operation of the ventilator from the battery power should be discontinued. The device was not in use on a patient. The customer reported there was no patient harm. This is being reported as a user error. Proper care, maintenance and testing should be performed when using battery power sources.